Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The right plunger case was cracked. The reported problem was verified during flow test; the motor assembly was replaced and that cleared up the problem. The root cause was deemed to be normal wear, parts were over 7 years old. Actions were taken to mitigate the reported issues: replaced worm coupling, gear, and motor mount; performed functional testing and passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.